Event description:
It was reported that the patient¿s health care provider (hcp) was trying to determine the battery life left in an implantable neurostimulator (ins). The patient used program 4 and therapy impedances were greater than 4000 ohms and the current was less than 15 microamps. It was noted that the battery indicated it was at 28 to 47 percent capacity use and that there was 29 to 49 months of longevity left. There was no low battery indicator and the patient did not currently feel stimulation however if they were to turn it up the patient could feel stimulation. It was reported that the patient¿s implant did work. The patient was last seen 2.5 years ago by their hcp and the patient first noticed the implant was not working on (B)(6) 2014 and this was when the patient initially reported the problem to their hcp. It was noted that the hcp looked at diary information and it said from (B)(6) 2014, the implant was off, however, at the patient¿s appointment today when they did the first interrogation, it said the implant was on. The hcp wanted to know why this would be and the patient had used their patient programmer just before meeting with the hcp for the programming session and it was possible that the patient turned it on just prior. It was reported that the patient hadn¿t seen a ¿call your doctor¿ icon and there were no errors seen on the clinician programmer. For total hours used it said it was 8738 and the total percent used was 0%. It was noted that the implant was on now and the situation should be resolved.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v524070, implanted: (B)(6) 2010, product type lead. (B)(4).